Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge hardware was failed. A field service engineer (fse) confirmed that the es fridge issue was resolved by the customer. Additionally, the fse examined the keyboard cable and found no visible damage were there. Further, adjusted the power saving settings for usb (universal serial bus) hub in device manager to not turn off the keyboard. Then checked the function and the hardware test application (hta) test was passed. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, refrigerator was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex g grid. A supplemental MDR was submitted to reflect the correct imdrf annex g grid.